Event description:
The consumer reported the patient was getting overstimulated since about a month ago. Interventions involved walking the caller through turning the implantable neurostimulator (ins) off and the overstimulation stopped. It was tried to clarify where the patient was receiving the overstimulation but no clear answer was received. The caller indicated the stimulation turned up on its own. They had turned it to 1.5 and it turned up to 1.8. This happened 3-4 times in the past month. They had thought the patient programmer needed batteries but they replaced the batteries and the overstimulation had not resolved. The caller also reported their left big toe was now locking up and numb. The caller also mentioned a bruise under their right big toe nail that had been there for 2-3 months and had not gone away. It was reviewed for the patient to keep the ins off until they met with a physician but the patient indicated they needed the stimulation as they had gone to the bathroom multiple times since turning it off. The caller was walked through how to turn the ins on. The patient increased to 0.8 v where stimulation was comfortable and in the correct location. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient was getting overstimulated since about a month ago. Interventions involved walking the caller through turning the implantable neurostimulator (ins) off and the overstimulation stopped. It was tried to clarify where the patient was receiving the overstimulation but no clear answer was received. The caller indicated the stimulation turned up on its own. They had turned it to 1.5 and it turned up to 1.8. This happened 3-4 times in the past month. They had thought the patient programmer needed batteries but they replaced the batteries and the overstimulation had not resolved. The caller also reported their left big toe was now locking up and numb. Their right foot had been numb/locking up ever since implant. The caller also mentioned a bruise under their right big toe nail that had been there for 2-3 months and had not gone away. It was reviewed for the patient to keep the ins off until they met with a physician but the patient indicated they needed the stimulation as they had gone to the bathroom multiple times since turning it off. The caller was walked through how to turn the ins on. The patient increased to 0.8 v where stimulation was comfortable and in the correct location. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.